Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient received an inappropriate shock for supra ventricular tachycardia from their implantable cardioverter defibrillator. No intervention was performed. The patient had no symptoms reported.